Manufacturer narrative:
H6: it was reported to ventec that there was no issue with the device, that is was related to patient setup and that the patient is no longer on the device. The device will not be returned to ventec for an evaluation. The cause for the reported issue of ventilation loss and touchscreen unresponsive, could not be determined.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device failed to ventilate while a patient was under treatment. There was no patient harm reported.